Event description:
It was reported that a pacer dependent patient presented for follow up, high impedance and noise was noted on the sense/pacing lead. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.